Event description:
It was reported that at device change-out for eri, externalized conductors between svc and rv coil were noted via fluoroscopy. All electrical measurements were normal. Lead was capped and replaced. Patient was in good condition post-op.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.